Event description:
Pt spontaneously reporting bump beeping with no error message. Pt has new batteries in pump. Sent replacement pump. Legacy pump sn# (B)(4) (due 06/27/2019 for maintenance). No other info available. No adverse event as result. No other info available, no adverse event as result. Reported to (B)(6) by pt/caregiver.